Event description:
The customer reported that the unit was giving an iris pot error message. No pt injury was involved.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.